Event description:
Pt's father reports that about 5 days ago the cleo tubing snapped off the pump in the middle of the tubing. Father advised that this has happened with a few tubings from one batch. Father advised that instead of being elastic, the cleos were very brittle and a few broke when they were trying to replace it. Father thinks maybe it is a faulty batch since this has never happened before. Rph asked if they were using tubing that may have expired or was really old; father states he did not think so. Not lot numbers were available as the pt's father reports that all tubings were thrown away. Father reports that they quickly replaced the tubing from the pt's backup supply and resumed infusion. Father reports that the pt lost 10 hours of remodulin (current dose 51.1ng/kg/min) but did not experience a lapse in therapy or any adverse events. No further info, details, or dates available.